Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm completed the pm including all safety, functionality, and calibration checks and all tests passed to factory specifications. The stm sent replacement batteries to the customer's biomed to install and cleared the iabp unit for use pending battery replacement. The stm verified over the phone at a later date with the customer's biomed that the batteries were installed. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the batteries on the cardiosave intra-aortic balloon pump (iabp) did not meet the runtime requirements. There was no patient involvement and no adverse event was reported.